Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. When deploying a contralateral leg component on the left distal side, it was landed in the external iliac artery and the left internal iliac artery was unintentionally covered by the device. No treatment was given for the unintentional coverage. All the other planned devices were deployed successfully. The patient tolerated the procedure. The reporting physician commented as follows: visualization of the iliac bifurcation may have been not appropriate.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d1102: IFU statements: the instructions for use (IFU) of gore® excluder® aaa endoprosthesis state, "for angiography, use correct imaging angulation (cranial-caudal, lateral-oblique) to accurately identify origin of branch vessel anatomy" and "use an accurate radiopaque patient marking method to assure accurate device positioning and deployment locations" as directions for use. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.